Event description:
The hcp reported that the patient had "catheter tip replaced" during spinal fusion surgery. Despite "high doses of intrathecal dilaudid, she still has severe low back pain". The patient was receiving dilaudid 22mg/day, in addition to oral oxycontin. The patient underwent l2 to s1 spinal fusion surgery as pervious hardware had broken. The catheter was revised during that surgery. Since the catheter revision, the patiet noted "improving low back pain" the dose of diluadid has been lowered to 13 mg/day; bupivacaine is also been adminstered intrathecally.